Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site email). Corrected data: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found mains cable jammed inside and insulation damaged due to being trapped. Suspected helium leak. Replaced mains cable coil. Leak tested pump with full helium bottle. Pump in hybrid mode ok, no leaks seen. Put full bottle in and opened, needle went straight to full. Closed bottle and left while performing full checks. After an hour or so there was no movement of the needle indicating no leak. Possible cause of leak was maybe the washer between bottle and regulator, which was replaced. All safety and function checks performed and seen to pass.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) had helium and battery malfunction. No patient was involved.